Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the nurse that the customer has not been on the insulin pump for 4 months or so and has gotten his pump together. Customer started on monday or tuesday and the pump started beeping today. Customer's blood glucose was 20 mg/dl and it was registering as 60 mg/dl on the machine. Caller stated that it is an older machine and hasn't been used for months and has not been calibrated. Caller stated that there is a 30-35 point difference when the customer's blood glucose was checked earlier. Caller stated that she would call back once the customer is coherent. Caller stated that current sensor glucose value was 101 and the last blood glucose reading was about 95 mg/dl.